Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kit. During the procedure, an indigo system catrx aspiration catheter (catrx) would not advance into a non-penumbra rotating hemostasis valve (rhv) and subsequently, the tip of the catrx became kinked; therefore, it was removed. The procedure was completed using a new catrx and a new rhv. There was no adverse effect to the patient.